Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils had migrated out of her fallopian tubes/ migration of essure device: left coil projecting over pelvic bone into pelvis/ one side migrated deeper into fallopian tube") and genital haemorrhage ("abnormal heavy bleeding/ abnormal bleeding") in a 38-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included diphenhydramine hydrochloride (antihistamine allergy relief) and diphenhydramine hydrochloride (benadryl). In (B)(6) 2016, the patient experienced anaemia ("anemia/ blood or heart disorder/condition: anemia"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced alopecia ("hair loss") and pruritus ("severe itching/ extreme itching"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)") and procedural pain ("plaintiff suffered a painful post-operative recovery"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"), pelvic pain ("pain"), abdominal pain ("abdominal pain") and complication of device insertion ("on right side there was difficulty inserting the device"). The patient was treated with surgery (bilateral salpingectomy and removal of migrated coil to removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, migraine, anaemia and procedural pain was resolving, the genital haemorrhage, dysmenorrhoea, dyspareunia, alopecia, abdominal distension and pruritus had resolved and the vaginal haemorrhage, menorrhagia, headache, pelvic pain, abdominal pain and complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, complication of device insertion, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, procedural pain, pruritus and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: coils had migrated out of her fallopian tubes total number of trailing coils were 1 on the left side. On the right side, there was difficulty inserting the device. Total number of coils are 17 on the right side. Palpation revealed a device inside the tube close to the uterus, at this portion identified device which was grasped with hemostat and removed from the left fallopian tube. Most recent follow-up information incorporated above includes: on 6-apr-2018: plaintiff fact sheet and medical records received. New reporters added and case updated to medically confirm. Patient¿s demographics and concomitant drugs added. Essure indication updated. New events pain, abnormal bleeding (vaginal, menorrhagia), headaches, abdominal pain, on right side there was difficulty inserting the device were added. Event one of her essure coils had migrated out of her fallopian tubes updated to one of her essure coils had migrated out of her fallopian tubes/ migration of essure device: left coil projecting over pelvic bone into pelvis. Updated events, onset dates and outcomes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of her essure coils had migrated out of her fallopian tubes") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), alopecia ("hair loss"), pruritus ("severe itching"), anaemia ("anemia") and procedural pain ("plaintiff suffered a painful post-operative recovery"). On (B)(6) 2016, 1 month 20 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal distension ("bloating"). The patient was treated with surgery (bilateral salpingectomy and removal of migrated coil to removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, migraine, alopecia, abdominal distension, pruritus, anaemia and procedural pain was resolving. The reporter considered abdominal distension, alopecia, anaemia, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, migraine, procedural pain and pruritus to be related to essure. The reporter commented: plaintiff sought medical attention for her symptoms from healthcare providers. Since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2016: coils had migrated out of her fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.